Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the mega suturecut needle driver instrument had a cable breaking at the distal end. The procedure was completed with no reported injury.

Manufacturer narrative:
Failure analysis investigation was completed and confirmed the customer's reported complaint. The instrument was found to have a broken grip cable at the distal end. An additional observation related to the customer's reported complaint: the housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result.

Event description:
Refer to h10/h11 for follow-up information.